Event description:
It was reported that after the patient¿s device was turned on following device implant, the symptoms of left hand tremor and ¿having turn-over difficulty¿ improved. On (B)(6) 2014, the symptoms got worse. Adjustments were made to settings with the patient programmer but the effect was not ¿obvious¿. The patient had however not seen their physician. It was noted that the patient was still having those symptoms.

Manufacturer narrative:
(B)(4).